Manufacturer narrative:
The patient advised that she was traveling on a brick walkway, and there was a bump within the walkway that she was trying to traverse. She indicated that she had to push hard in an attempt to get over the bump, but the chair got stuck and she fell forward. The patient stated that she does not feel that the chair was at fault. The patient also indicated that she has an after-market, non-invacare seat positioning strap, and she was not wearing it at the time of the incident. The 9xt manual warns, "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair." The manual advises, "always wear your seat positioning strap. In as much as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user." The manual also states, "do not use non-invacare accessories. Invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." An order was placed for a new 9xt wheelchair for the patient. The new chair is to include an invacare seat positioning strap and both front and rear anti-tippers to help reduce the risk of the patient falling from the chair. Although there was no alleged malfunction with the subject wheelchair, a return material authorization was issued for it to be returned to invacare for an evaluation. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The patient reported that she had an accident in the 9xt wheelchair. She alleged that the chair flipped and she fell forward and broke her ankle, tibia, and fibula. She stated that she is currently in the hospital, and she will be transferred to a rehabilitation center for therapy.